Manufacturer narrative:
Continuation of d10: product ID {harmony-25}; product lot/serial number {b)(6}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic pulmonary valve, the valve was attempted for implant using the right pulmonary artery. During deployment, rows 1 and 2 of the outflow dislodged and partially entered the left pulmonary artery. Subsequently, the valve was resheathed with a non-medtronic (dryseal) sheath, and the valve was moved to the annular position. Per the physician, there were no issues with positioning; however, due to the post-operative risks of an arrhythmia, the valve was resheathed and released a second time at a higher position, up to row 6 above the annulus, as a precaution. A seal was achieved at both the inflow and outflow of the valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: additional information received showed there is no information to reasonably suggest the device in this report may have caused or co ntributed to a death or serious injury or the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. B5. A second paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic pulmonary valve, the valve was attempted for implant using the right pulmonary artery. During deployment, rows 1 and 2 of the outflow dislodged and partially entered the left pulmonary artery. Subsequently, the valve was resheathed with a non-medtronic (dryseal) sheath, and the valve was moved to the annular position. Per the physician, there were no issues with positioning; however, due to the post-operative risks of an arrhythmia, the valve was resheathed and released a second time at a higher position, up to row 6 above the annulus, as a precaution. A seal was achieved at both the inflow and outflow of the valve. No patient complications have been reported as a result of this event. Additional information was received to clarify the valve was reported to be 'settling'; a dislodge did not occur, there was no movement during or after the implantation of the valve. Rather, the valve settled into the anatomy as expected.